Event description:
Additional information reported that the patient had fungemia beginning on (B)(6) 2021 to (B)(6) 2021. The infection was potentially pump infected, but the source of infection is unclear.

Manufacturer narrative:
Section b5: the reported fungemia infection was reported under MFR # 2916596-2022-01914. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The account communicated that the patient was at a rehabilitation center after a prolonged hospitalization for fungemia and failure to thrive. The center reported that they heard an alarm, walked into the patient's room, their flow was 0 lpm on lvad, and they were unresponsive. The patient expired on (B)(6) 2021. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists infection and death as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, rev. C, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at a rehabilitation (rehab) center after prolonged hospitalization for fungemia and failure to thrive. The rehab center called and said they heard an alarm, walked into the patient¿s room, and flow was 0 lpm on lvad (left ventricular assist device) and patient was unresponsive. The patient passed away on (B)(6) 2021. No further information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.